Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) explained the message to the caregiver (cg) and informed the cg to cycle the machine. The tsr informed the cg to use a manual bag and inform the nurse. Global product surveillance (ps) contacted hp's wife on (B)(6) 2011. The wife stated that the hp did a manual exchange the following day. The wife did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.